Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if addition information is received.

Event description:
It was reported, during a therapeutic coelioscopy procedure the product malfunctioned while being used with an ultra rigid scope. Reportedly, the product would display a mirrored image while in use. The procedure was completed by a similar device. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide correction. Additional information, based on device evaluation and the legal manufacturer's final investigation. Correction: initial MDR correct awareness date (g3) is (B)(6) 2024. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation determined that, due to disconnection in cable unit. The endoscopic image cannot be displayed. Based on the results of the investigation, it is likely, that the following led to the malfunction. The most probable cause of the identified, failures is cause traced to component failure. Which is expected or random component failure without any design or manufacturing issue. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during a therapeutic coelioscopy procedure. The product malfunctioned, while being used with an ultra rigid scope. Reportedly, the product would display a mirrored image, while in use. The procedure was completed by a similar device. No patient injury was reported.